Event description:
It was reported to boston scientific corp that an axxcess catheter was used in a therapeutic drainage procedure that occurred in 2007. According to the complainant, during the procedure the axxcess catheter was introduced into the ureter and the catheter immediately snapped in half. The axxcess catheter was retrieved and another catheter was used to complete the procedure. Further follow up indicated that the axxcess catheter snapped as it was introduced through the cystoscope into the bladder. The detached piece was retrieved when the scope was removed from the bladder. The detached piece did not enter the ureter since it remained in the scope. There was no pt complications due to this event.

Manufacturer narrative:
A review of the device history record (DHR) was performed on this lot; no anomalies were noted., a lot history search was performed and found no other complaints against the lot number 9248312. A product history search was performed and found similar complaints against the upn number. The aug. 2007 15 month ureteral catheter complaint trend report, inclusive of all failure modes. Was reviewed; no adverse trend was noted. The most probable root cause appears to be that the device was damaged during handling.